Manufacturer narrative:
A1: patient identifier: requested, not provided, a2: age & date of birth: requested, not provided, a3: patient sex: requested, not provided, a4: weight: requested, not provided, a5: ethnicity: requested, not provided, a6: race: requested, not provided, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: ir lab supervisor, a review of the device history record of the product code/lot # combination was conducted with no findings. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The likely root cause may be related to corrective and preventative action (CAPA) investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control. Nonconformance report (ncr) and capas have been noted for this issue in the past 12 months.

Event description:
The user facility reported that the angio-seal dilator clicked but did not stay adequately engaged in the hub, so the physician could not gain arterial access with the angio-seal sheath. The sheath was then removed, and manual pressure was applied for hemostasis. The type of procedure performed was a leg angiogram. There was no blood loss reported. The reported event did not result in patient injury. Additional information was received on 21nov2023: the sheath size was a 6fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no concerns observed based on the angiogram. The user did not have difficulty in inserting the locator into the hub. It never fully locked in place. It was only loosely engaged & would push back out. The user attempted to mate the locator and hub five times. The locator separated after mating with the hub. The locator was too loose and failed to stay in place. The separation did not occur when device was in the patient.